Event description:
Customer reported during insertion when the physician pulled the guide wire, "the needle and the guide wire were not separated. The guide wire could not be removed from syringe". It was reported the spring wire guide was stuck in the needle. Another device was obtained and the procedure was successfully completed. No patient harm or complication reported. The patient's co ndition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire, one introducer needle, and one ars syringe for analysis. Signs-of-use in the form of biological material was observed on the guide wire and introducer needle. The guide wire was returned inserted through the introducer needle/ars subassembly. Visual analysis revealed one kink and two continuous bends on the guide wire body. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were spherical and secure to the assembly. The kink in the guide wire measured 217mm from the distal weld. The guide wire total length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .802mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The needle cannula outer diameter measured .0498", which is within the specification limits of .0495mm-.0505mm per the cannula graphic. The cannula inner diameter measured .041" , which is within the specification limits of .041"-.043" per the cannula graphic. The guide wire was passed through the returned ars/introducer needle subassembly. Minor resistance was observed at the bends/kink; however, the guide wire was able to pass completely through the subassembly. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained one kink and two continuous bends. This in combination with the dried biological material likely caused the resistance. Despite this, the introducer needle and the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported during insertion when the physician pulled the guide wire, "the needle and the guide wire were not separated. The guide wire could not be removed from syringe". It was reported the spring wire guide was stuck in the needle. Another device was obtained and the procedure was successfully completed. No patient harm or complication reported. The patient's condition was reported as fine.